Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. Confirmatory testing was performed by retesting. The following information was provided by the initial reporter: it was reported that the customer took one test and got a positive result and the next day took a test and received a negative result. Problem description: verbiage from email: I took one wed 11/24 and it said positive. I retested 11/25 and then it said negative. I took a third one today 11/26 and it also said negative.". Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
Investigation summary : this summarizes the investigation results regarding your complaint that alleges ¿took a¿ bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿it was positive; took another test the next day, it was negative; took a 3rd test the following day, it was also negative.¿ bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false positive occurred. Confirmatory testing was performed by retesting. The following information was provided by the initial reporter: it was reported that the customer took one test and got a positive result and the next day took a test and received a negative result. Problem description: verbiage from email: I took one wed (B)(6) 2021 and it said positive. I retested (B)(6) 2021 and then it said negative. I took a third one today (B)(6) 2021 and it also said negative." Date of event or issue: (B)(6) 2021.